Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, two right ventricular (rv) leads experienced dislodgements and the helix would not extend. A third rv lead was implanted to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. The analyst noted the full lead was returned with the helix extended and bent. The distal conductor is distorted in the connector leg at 1.5 cm. If information is provided in the future, a supplemental report will be issued.